Manufacturer narrative:
H.6. Investigation summary: bd had not received samples. But 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles, based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported, that during use with an unspecified amount of bd vacutainer® sst¿ blood collection tubes, air bubbles were discovered in gel. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the process of collecting blood from the patient, the nurse found air bubbles in some of the yellow tube separation gel, and immediately reported it to the equipment department, which did not affect the patient.